Event description:
Customer complained of discrepant inr results between coaguchek xs (B)(4) and a lab using an unknown reagent. Patient 1 was tested by fingerstick on the meter and the result was 5.0 inr. The patient had a lab test within 10 minutes and the result was 3.1 inr. Patient 2 (female, (B)(6) years old, (B)(6) birth date) was tested by fingerstick on the meter and the result was >8.0 inr. The patient had a lab test within 10 minutes and the result was 3.7 inr. Patient 3 (male, (B)(6) years old, (B)(6) birth date) was tested by fingerstick on the meter and the result was 7.0 inr. The patient had a lab test within 10 minuets and the result was 4.2 inr. Patient 1 and 2 have a therapeutic range of 2.0-3.0 inr. Patient 3 has a therapeutic range of 2.5-3.0 inr. All patients are not anemic and have no antiphospholipid antibodies, no heparin, no direct thrombin inhibitors, no diet changes and no bleeding or bruising. Patient 2 was on augmentin at the time of the test for treatment of a urinary tract infection. There was no allegation of an adverse event. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated. Roche diagnostics has issued a recall for this issue. Please refer to medwatch field correction/removal report no.